Event description:
It was reported that the lead had dislodged. During lead revision, the lead was attempted to be repositioned multiple times but was unsuccessful. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(4).